Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter, receiver, and smart device that occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(6) 2016. The reported event of loss of connection was not confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. Exterior visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter failed as it has no voltage. Although review of data logs did not confirm reported event at the time the initial report was filed, the data log review was repeated at time of device evaluation and confirmed the reported event of loss of connection. A root cause could not be determined.